Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented with the device partially eroded out of the patient¿s pocket. The device was explanted. The patient was stable after the procedure.